Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to implant a resolute integrity drug-eluting stent to a lesion in the rca with (B)(6) stenosis. The device was inspected before use with no issues noted. The lesion had been pre-dilated. The physician inflated the balloon, however only the proximal part of the balloon inflated. The physician attempted to remove the device but only the balloon and catheter were removed and the stent remained in the vessel. The patient¿s condition deteriorated, so the physician used another stent to push the dislodged stent to the artery wall. Evaluation summary the balloon had been partially inflated. The stent was not present. Crimp impressions were evident along the balloon. Hardened contrast was evident inside the balloon and inflation lumen. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened contrast in order to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal balloon cone. A radial tear was detected on the distal balloon cone. The balloon material was creased and scratched in the same location as the tear.